Event description:
Additional information received reported that the patient's device was replaced due to normal battery depletion. The low impedance issue was from a short in the lead that was a known issue and it was programmed around with "good effect". No further information was provided.

Event description:
It was reported that the patient's left electrode had a short circuit. Impedance measurements were below 50 ohms on 0/1, 0/2 and 1/4. It was noted that the patient's therapeutic settings were not affected by the short circuits. The patient's neurostimulator was replaced on (B)(6). For events occurring after the replacement, and patient outcome see MFR. Rep. # 3004209178-2012-11306.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3389s-40 lot# v095377, implanted: 2008 (B)(6), product type lead. (B)(4).